Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented for generator change out. Rv sense/pace set screw was stripped. The grommet was removed with several hex wrenches and excessive pressure. The patient was doing well and will continue to be monitored.

Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material in the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.